Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that no insulin flow blocked alarm of the insulin pump. The blood glucose of the customer was 293 mg/dl. Customer stated that 1u fill canula was found until insulin visible at the end of tubing. High pressure was performed. Troubleshooting was performed but issue was not resolved. The insulin pump will not be returned for analysis.